Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted to pair a new freestyle libre 3 plus sensor to the ilet, but the sensor was already started in the libre mobile application, which prevented pairing to the ilet and resulted in a ¿sensor in use by another device¿ condition. Symptoms included no adverse clinical effects. Outcomes included continued therapy after the user manually entered a blood glucose value to maintain operation during bg-run and applied a new sensor for warm-up. Investigation included technical troubleshooting and user education via phone support. Investigation of this case revealed that the sensor conflict was due to prior activation in a competing application and resolved by starting a new sensor within the ilet workflow and guiding the user through manual bg entry. It was concluded that the device functioned as designed and that user guidance resolved the issue without clinical harm.